Event description:
The customer reported receiving 14 false positive hcg results while using henry schein one step+ hcg urine strip tests. The customer was unable to confirm the number of patients tested as some were tested twice. Each patient provided a fresh urine sample which was tested, and the results were read at 3 minutes. A false positive result was obtained. The patient was retested using a device from the same kit which also yielded a false positive hcg result. Confirmatory testing using different medline kits were then tested which resulted negative. No further information was provided. No adverse events were reported. See MDR 2027969-2024-00173 for the events pertaining to patients that only had 1 false positive result.

Manufacturer narrative:
B3 - date of event: was not provided. The customer indicated the false results were prior to 12sep2024. D4 - expiration date: was updated from blank to 15oct2025. D4 - primary UDI number: was updated from blank to (B)(4). H4 - device mfg date: was updated from blank to 17oct2023. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
B3 - date of event: was not provided. The customer indicated the false results were prior to (B)(6) 2024. Results pending completion of the investigation.

Event description:
The customer reported receiving 14 false positive hcg results while using henry schein one step+ hcg urine strip tests. The customer was unable to confirm the number of patients tested as some were tested twice. Each patient provided a fresh urine sample which was tested, and the results were read at 3 minutes. A false positive result was obtained. The patient was retested using a device from the same kit which also yielded a false positive hcg result. Confirmatory testing using different medline kits were then tested which resulted negative. No further information was provided. No adverse events were reported. See MDR 2027969-2024-00173 for the events pertaining to patients that only had 1 false positive result.